Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cutaneous contour deformity. (B)(4).

Event description:
It was reported that a female patient underwent breast surgery with 400cc mentor memorygel breast implants and experienced bilateral rippling postoperatively. As a result, the patient underwent bilateral device removal and replacement with 465cc mentor memorygel breast implants, catalog number smpx465, serial numbers (B)(4) on the right side and (B)(4) on the left side on (B)(6) 2020. This report is for the patient's right-sided device.